Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose was 355 mg/dl at the time of the incident. The customer stated that the alarm occurs when they change out the battery. Troubleshooting was provided. The insulin pump was not able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected a21 alarm anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).